Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred among multiple cartridges. In addition, it was reported that air bubbles were observed. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.